Event description:
It was reported that the pt's vns indicated high impedance during an office visit. X-rays have been taken but then have not been received for review by the MFR at this time. Clinic notes were received that indicated that the pt went to the ER for irritability that has been occurring since (B)(6) 2011. Clinic notes suggest a possible relationship between the high lead impedance and irritability. Clinic notes state no seizure activity since (B)(6) 2010. The device was turned off as recommended in the presence of a lead fracture. The pt was referred for vns lead and generator replacement surgery. During surgery, the lead pin was removed and reinserted; however, the high impedance persisted. This indicates that a lead fracture is the likely cause of the high impedance. Attempts for further info are in progress.

Manufacturer narrative:
Device failure is suspected.